Event description:
The needle pulled off of the suture while pulling through tissue during a breast reduction procedure. There was no adverse consequence to the patient, the surgeon used another suture to complete the procedure.